Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a bent cannula and serter anomaly. The customer reported hyperglycemia treated with manual injection and insulin pump. The customer reported a blood glucose value of 526 mg/dl and a current blood glucose value of 360 mg/dl. The event involved product(s) mmt-1884l, mmt-305qs, mmt-332a, mmt-7040a, mmt-399a. Troubleshooting was performed for the high blood glucose and the customer has used the insulin pump system within 48 hours of the reported high blood glucose event. Later on, troubleshooting was declined for the high blood glucose. The customer has been using the smartguard of the insulin pump at the time of the reported high blood glucose event. Troubleshooting was performed for the bent cannula and the non-serialized being replaced. Troubleshooting was performed for the serter and the issue was not resolved after reviewing the serter instructions for use information. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. No further patient complications were reported. No product return is required for mmt-1884l. Mmt-305qs was requested and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-399a.